Event description:
It was initially reported that the pt had undergone a battery replacement surgery due to end-of-service (eos). However, after its completion, the physician's office stated, the pt had high impedance. The impedance had been detected on (B)(6) 2011 prior to the pt's surgery, but the lead had not been replaced as the impedance issue was thought to be caused by the battery. The pt's also had the high impedance detected in (B)(6) 2011. X-rays were received by the manufacturer, which showed an apparent gross lead fracture in the lead body. No other anomalies were noted in the visible portions. A lead revision in the future is likely.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.